Manufacturer narrative:
(B)(4) biloma. Leak. Surgical procedure. (B)(4) bile leakage occurred. Biloma occurred. Stricture occurred. Acute respiratory distress syndrome occurred. Sepsis occurred. Bleeding occurred. Peritonitis occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon sutures were the cause of any adverse events in this series of patients described in the article? Does the surgeon believe that the suture contributed to the bile leakage?

Event description:
It was reported in a journal article that the patient underwent a living donor liver transplantation procedure on unknown date between 01/1997 and 12/2012 and the suture was used for anastomosis in an interrupted or a continuous fashion. Following the procedure that patient possibly experienced biliary complications such as isolated bile leak, a leak associated with a stricture, a leak and later a stricture, a biloma or isolated biliary stricture. To manage biliary complications, the patient possibly underwent therapeutic endoscopic retrograde cholangiopancreatography/ercp, percutaneous transhepatic cholangiography/ptc, and/or surgery for generalized biliary peritonitis after a leak or abscess that was not amenable to percutaneously placed drains. Biliary leaks were treated with biliary sphincterotomy and biliary stent placement. It was also reported that the patient possibly expired due to liver metastasis, skin cancer, liver failure, stroke, bleeding, acute respiratory distress syndrome, suicide, bacterial or fungal sepsis or sudden unexplained death. The author opined that biliary complications were unrelated to either liver graft survival or patient mortality. Additional information has been reported.